Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose level was 350 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer continued to use the pump for insulin therapy.